Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. Four photos were provided showing the returned wire. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that 1cm of the spring tip was detached and the total length of the returned wire was 329cm. Inspection did not identify any further irregularities with the wire. As the advancer used in the procedure was not returned for analysis, a test advancer was used. During testing, the rotawire was able to advance and retreat from the test advancer with no resistance or difficulties. Product analysis confirmed the reported event, as 1cm of the spring tip was separated from the device and not returned for analysis.

Event description:
It was reported that a guidewire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery (lad). A rotawire drive and a 1.75mm rotalink plus were selected for a percutaneous coronary intervention. The guidewire was inserted with a microcatheter. During the procedure, the burr was rotating at a speed of 190,000 for 30 seconds when the guidewire spring tip fractured. Since it is peripheral, the guidewire was left as it was, and the procedure was completed. There were no patient complications.

Event description:
It was reported that a guidewire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery (lad). A rotawire drive and a 1.75mm rotalink plus were selected for a percutaneous coronary intervention. The guidewire was inserted with a microcatheter. During the procedure, the burr was rotating at a speed of 190,000 for 30 seconds when the guidewire spring tip fractured. Since it is peripheral, the guidewire was left as it was, and the procedure was completed. There were no patient complications.